Event description:
Capsular contracture was a baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: an extended opening, crease folds and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: two curved sharp openings with localized stresses induced in posterior side assessed as surgical impact. A dimension measurement in the shell was performed which identified the thickness was within specification. Nicks and stress marks assessed as non penetrating nicks and a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: two sharp openings with localized stresses induced assessed as surgical impact and a curved striated opening assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "the implants became leaky and led to capsule fibrosis," baker grade unknown. The device has been explanted. This record represents the left side.